Event description:
During a laparoscopic assited vaginal hysterectomy the tr35w misfired on the second firing. Staples were partially fired on the one side and not fired at all on the other side of the cut line on the right side of the uterus. The tissue was transected. An endocoagulator and er320 clip applier were used to stop bleeding. Device was opened and used one time to complete the transection on the right side of the uterus. The tr35w was reloaded and used on the left side of the uterus for the third and fourth firngs without incident. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for evaluation.